Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to an unknown cause coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by ¿not feeling well¿ and ¿pain¿ (not further described). On the same day as being diagnosed with peritonitis, the patient began treatment for the peritonitis with vancomycin (1 gram, intraperitoneally (ip)). Three days later and again five days later, the patient received a dose of vancomycin, (2 grams, ip). The patient was not hospitalized for the event. The patient refused to have any further testing done and did not want to be hospitalized. Nine days after peritonitis diagnosis, the patient came to the clinic and reported to be ¿pain free and feeling better¿. One day later, the patient was switched from automated pd therapy to hemodialysis. On the following day, the patient passed away. The cause of death was unknown. The patient passed away at home and was not hospitalized prior to death. At the time of death, the patient had not yet recovered from the peritonitis event. It was unknown if an autopsy was performed or a death certificate was available. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.